Event description:
It was reported that the customer has had two remodulin medication cassettes alarm for (no disposable) on two pumps requiring a change over to a new cassette. The cassette is not available for return. No further details provided. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. No product was returned therefore, no visual or functional evaluation can be performed. We are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number was provided therefore, a manufacturing device history record DHR review could not be performed.